Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed for blood leak and blood was visually observed in the dialysate. Blood test strips were not used as the leak was reported to have been visible by the nurse. The leak was observed at the arterial header end of the dialyzer, however, there was no observed defect or crack. The patient¿s estimated blood loss (ebl) was noted as being approximately 75 ml to 100 ml as there was no full rotation of blood yet within the dialyzer and the patient's blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was given prophylactic medication (oral antibiotics). The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed evidence of blood contamination. The fibers were observed to be streaked with blood residue and blood was noted within the dialysate compartment. Blood residue was observed in both headers of the cavity and non-cavity ID ends of the dialyzer. During examination, a polyurethane (pu) delamination was observed on the cavity ID end of the dialyzer which extended from approximately 90° to 220° with the dialysate ports at 0°. The delamination manifested as separation of the polyurethane (potting material) from the dialyzer housing wall and extended under the silicone o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) noted on the lot which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed delamination on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.